Event description:
Boston scientific received information that this right ventricular defibrillation lead displayed a drop in r wave measurements, loss of capture and intermittent capture at the maximum output over six weeks post implant. A chest x-ray displayed that the lead had pulled back. The lead was successfully repositioned. One day later, the rv sensing decreased again and the threshold measurements increased. The lead was explanted, replaced with a new lead and returned for analysis. No other adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the returned lead noted several cuts in the insulation with body fluid contamination. The helix mechanism was extended and unable to be retracted, most likely due to dried blood in the mechanism. The lead tested electrically continuous. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.